Event description:
It was reported that t-wave oversensing (twos) was present on the right ventricular (rv) lead. It was also noted that the patient had a low heart rate due to blanking periods and the presence of pvc's. The lead remains in use. No patient complications have been reported as a result of this event.